Event description:
The patient noticed soiled steri-strips over the incision site and was advised to remove them by the implanting clinician. After the steri-strips were removed, device erosion was noted and the patient grabbed the device and removed it at home. Antibiotics were prescribed for a potential infection and as of (B)(6) 2025, the implanting clinician noted the skin appeared to be healing well.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device off-label, not performing an x-ray immediately after the implant procedure to confirm device placement, implanting the device after the expiration date, not prepping the surface of the skin with an antiseptic solution, improperly closing the surgical site, multiple tunneling attempts, using inappropriate tools, and not prescribing antibiotics pre-operatively have been ruled out. However, inadequate fixation was identified as the implanting clinician did not coil the receiver while creating the receiver pocket. Additionally, patient non-compliance was identified as the patient grabbed the device and removed it at home. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is attributed to two identified root causes: -inadequate fixation as the implanting clinician did not coil the receiver while creating the receiver pocket (user error-clinician). -patient non-compliance as the patient grabbed the device and removed it at home (user error-patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.